Manufacturer narrative:
The customer reported incident that the incorrect weight was programmed into the pcu when multiple infusions were started in the ICU could not be confirmed. The customer also explained that after a period of time, the error was recognized and the weight was changed on the pcu for one of the medications. The nursing staff stated that they were unaware that the correct weight is required to be programmed for each pump module and/or medication or required when an infusion completed or new medications programmed. No device history or qn search was performed since no source device serial number was reported by the customer. No device or device logs were returned for investigation. Required attempt to contact customer for device return was unsuccessful. The device involved in this investigation was used for patient treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement. The file may be closed based on the above facts.

Event description:
It was reported that the incorrect weight was programmed into the pcu when multiple infusions were started in the ICU. After a period of time, the error was recognized and the weight was changed on the pcu for one of the medications. Nursing staff stated that they were unaware that the correct weight is required to be programmed for each pump module and/or medication or required when an infusion completed and new medications programmed.